Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. Upon evaluation, the rear response button was non-functional. The cause for the defective response button was isolated to a broken response button flex cable. The root cause of the damaged cable was unable to be positively identified. No adverse event resulted from the damaged response button cable. The last patient to use this monitor did not report any deficiencies.

Event description:
Review of service data detected a reportable event. During servicing, the rear response button of monitor sn (B)(4) was defective. The last patient to use this monitor did not report any deficiencies.